Event description:
The pt called lifescan and alleged that their meter was prompting an error 4 message. The pt was unable to test their meter. On the day of the event, the pt was unable to test. Pt was feeling dizzy so pt went to the emergency room. The result was 329 mg/dl. Pt was given a "sugar pill" to lower their blood sugar level. While troubleshooting, it was discovered that the pt was using expired test strips. They had been expired since 9/2004. Based on the information supplied by the pt, there was no indication that the product malfunctioned. There is however, evidence that the user error contributed to a serious injury. The pt's treatment for hyperglycemia was delayed due to the pt being unable to obtain a valid blood glucose result. A replacement meter is being sent to the pt.